Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was reported as due to unhealthy diet; however, the cause remains unknown. The patient did not seek medical treatment but received cephalosporin (orally) at home for treatment. Pd therapy was continued. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.